Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the non-tandem sensor failed and the customer experienced a blood glucose (bg) of 538 mg/dl. Reportedly, the contact suspected that the customer did not consume enough protein for the day. Bg was addressed via a correction bolus. Tandem technical support attempted to troubleshoot, however, the customer declined to provide additional information regarding the issue.